Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was unable to convert the patient's ventricular fibrillation (vf). Therapy was exhausted and the patient was externally defibrillated which showed up as an artifact in the electrocardiogram (ECG) of the crt-d. The patient was hospitalized. The crt-d system remains in service. No adverse patient effects were reported.